Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy pd effluent, abdominal pain and vomiting. The cause of peritonitis was unknown. It was reported the patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (900mg, every 5th day, intraperitoneal, ongoing) and gentamicin injection (40mg, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that one day after event onset, the patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported the patient was recovering from peritonitis and pd therapy was ongoing prior to and at the time of death. No additional information is available.